Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code that was found during biomed testing. The biomed stated that the failure did not occur during pt use, and there was no report of any pt injury or medical intervention resulting from this failure. No additional contact info was provided.